Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and later passed away. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified medication. On an unknown date, the patient passed away. It is unknown if the peritonitis resolved prior to death. The cause of death is unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.